Event description:
It was reported that during the implant attempt, the physician questioned if the helix screw was completely retracted. It was difficult to verify via fluoroscopy. The lead was removed from the body and it was confirmed that the screw was retracted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed and no anomalies were found.(B)(4).